Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the implantable neurostimulator (ins) experienced ¿premature battery depletion.¿ it was further reported that battery depletion was encountered 6 weeks after implant. During the patient's trial, the ins was programmed to 4.5v, 450 usec, and 40 hz. These settings worked well for the patient and there was no indication the ins would depleted in six weeks. Prior to depletion, the patient reported receiving ¿very good pain relief at 8-9 v.¿ impedance testing was performed and found that ¿two electrodes showed above 10000¿ ohms and that neither of these electrodes were used in the patient¿s programming. It was noted the ins could not be interrogated after it had depleted. The ins was replaced as a result of the event and the issue was resolved. The patient was alive with no injury at the time of report.

Manufacturer narrative:
(B)(4). Device evaluation: analysis of the implantable neurostimulator (ins) found that the longevity estimate did not match the actual longevity of the ins. There were no visual or electrical anomalies with the ins hybrid circuit; destructive analysis of the battery did not find any internal anomalies that would have caused premature battery depletion. The cause of the longevity issue was unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.